Event description:
The customer reported to olympus, evis exera iii video system center had e216 and b30 communication errors. The issue occurred during a therapeutic colonoscopy that was delayed by 30 minutes but completed by a similar device. There were no reports of patient harm.

Manufacturer narrative:
The olympus representative (rep) spoke with the customer and had them use a can of air to clean the socket, wipe down the gold connectors with an alcohol prep pad and clean the socket with the alcohol prep pad. When the scope was plugged in again the errors were cleared with a clear image, but the customer decided to return the device for evaluation. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The device malfunction occurred at the beginning of the procedure and the device was inspected prior to use. The procedure was completed by moving to a different procedure room. No medical intervention required as a result of the device malfunction. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the 30 minute delay occurred due to the device malfunction. However, the root cause of the delay could not be specified. Additionally, it is possible the b30 error code occurred due to unclean electric contacts and the scope socket. However, the root cause of the b30 error code could not be determined. The event can be prevented by following the instructions for use which state: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.